Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal and distal conductors of the lead and it was not obstructed. The analyst commented, during testing, the guidewire was fully inserted. A slight resistance was observed at 83 cm, likely due to the dried blood that had accumulated during the attempted implant.

Event description:
It was reported that during an implant attempt, after the insertion of the lead into the coronary sinus, the physician was unable to advance the guidewire out the distal end. The lead was removed from the body and they were still unable to advance the wire out the end of the lead. Multiple wires were tried. The physician stated the wire was getting stuck by the ring electrode. After opening a new lead, the same wire advanced easily through the new lead and it was implanted, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.